Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robotic cholecystectomy event description: the device was being used to remove specimen. During the procedure, they were having difficulty with the bag-they were able to deploy it, but then it was resisting cinching it back up. The handle/bag fell apart while they were using it, and they had to search for and retrieve the small white round piece. There was no clinical impact to the patient. Additional information provided by [name] but emailed by [name] on 13apr2026: not sure, but we believe no the actuator was not able to be fully retracted. Bag was not able to fully cinch due to size of gallbladder yes-gallbladder was a little too big for the size of the bag. The specimen was gallbladder. Yes, the delta button was pressed before the customer experienced ¿resisting cinching it back up." No, bag would not release to be pulled back up into the tube. No, the specimen was not completely pulled into the tube. Yes, the delta button was pressed and the actuator was fully advanced to fully deploy the tissue bag before the customer experienced ¿resisting cinching it back up." The ¿small white round piece¿ was inside the peritoneal cavity of the patient. The surgeon used a 12mm intuitive cannula with the retrieval system. Intervention: replaced device patient status: no patient injury indicated.